Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue. Additional information was not provided, customer declined further troubleshooting with technical support.